Event description:
This issue was relayed to dr. (B)(6) from the dealer of the unit, the system screen would not boot-up. There was no patient involvement.

Manufacturer narrative:
This complaint is related to the following MDR's #: 1828100-2015-00011 and 1828100-2015-00012. Technical support previously advised dr. (B)(6) not to purchase the unit from the dealer in (B)(6)., as the manufacturer is no longer servicing/supporting this equipment. Dr. (B)(6)has been made aware of the end of service life.